Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's malfunction of angulation issues was not confirmed. Based on the investigation results, a definitive root cause could not be determined. However, it is likely that the issue was not due to a lack of angulation lock, but rather the breakage of the ceiling plate, which caused the bending section to become difficult to maneuver. It is presumed that the breakage resulted from repeated stress on the ceiling plate during angulation and/or stress corrosion cracking due to high humidity inside the device caused by leakage, which would cause the angulation issues. The event can be detected by following the instructions for use (IFU): 3.2 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was also reported that the knob of the colonovideoscope broke during a colonoscopy procedure, which was completed using the same device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope angulation becomes locked and cannot disengage. The issue occurred during procedure. There were no reports of patient harm.